Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
Paragon 28 received a series of images indicating that a monster screw broke postoperatively during an ankle fusion.